Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the stapler misfired and did not create proper staple formation. Healthcare professional opted to perform handsewn anastomosis.